Event description:
Information was received indicating that cassette not properly attached alarm was noted with a smiths medical cadd cassette. It was also reported that infusion was wasted because a new mix had to be made to replace it. The reporter indicated that the issue was resolved once the cassette was replaced. No patient consequences were reported. No adverse effects were reported.